Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Later, healthcare professional reported ¿severe pain and severe discomfort in the breasts, as well as a noticeable change in the shape and tightening of the region. Baker grade IV capsular contracture (a hard, painful and deformed breast and the prosthesis causes spontaneous pain and the deformity is marked), including the identification that the prostheses used presents a high risk of developing anaplastic large cell lymphoma.¿

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported ¿capsular contracture, pain, hard breast¿ and "recall". This record is for the left side. Device remains implanted.